Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis. The fbf instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint that a portion of the black insulating cable of the fbf appeared to have been burned off with corresponding burn marks on the plastic next to the insulating cable. Failure analysis found damage of the conductor wire¿s insulation at the distal end. As a result, the internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. A piece of the insulation was missing, measuring approximately 0.032" x 0.900" in size. As part of investigation, additional observations were identified. Failure analysis found abrasions on the bipolar yaw pulley. No material appears to be missing and no thermal damage was observed. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.113¿ - 0.175 in length and were not aligned with the tube axis. This is related to the primary issue. The complaint regarding damaged insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. Scratches or abrasions to the yaw pulley are deemed cosmetic damage. The probable root cause is attributed to damage from mishandling/misuse, which may include an accidental drop of the instrument or inadvertent collisions with other instruments/hard surfaces.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, upon inspection of the fenestrated bipolar forceps (fbf) instrument, a portion of the black insulating cable appeared to have been burned off with corresponding burn marks on the plastic next to the insulation cable. There was no patient involvement. Intuitive surgical, inc. (Isi) followed-up with the customer and obtained the following additional information regarding this event: the reporter stated that the only information they received from sterilization center was that they had noticed that the wiring under the insulating cable was exposed. It was under a closer physical inspection of the instrument for the purpose of sending the return material authorization (RMA) to isi that the reporter noticed what appeared to be burn marks where the wiring was exposed. The reporter did not have any information on whether the damage was discovered pre or post reprocessing. The reporter is unable to confirm when the damage had occurred.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps (fbf) instrument by the customer noting a portion of the black insulating cable appeared to have been burned off with corresponding burn marks on the plastic next to the insulation cable, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested to have the fbf instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that a portion of the black insulating cable appeared to have been burned off with corresponding burn marks on the plastic next to the insulation cable. Evidence of thermal damage at or near the conductor wire has potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the burn marks to the fenestrated bipolar forceps (fbf) instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.